Manufacturer narrative:
Date of event, corrected data: follow-up report #1 inadvertently left out the updated date "(B)(6) 2018".

Event description:
The x-rays were received and reviewed by the manufacturer. The m106 generator was placed normally per labeling. The connector pin of the lead appeared to be fully inserted inside the connector block, indicating proper lead pin insertion. The feedthrough wires appeared to be intact. A strain relief bend was present. Only one tie down was present and no strain relief loop was present, which was not according to product labeling. Two gross fractures were identified in the portion of the lead in the patient¿s neck. Based on the x-rays received, the cause for the high impedance was due to a lead fracture. The presence of additional micro-fractures in the lead cannot be ruled out.

Event description:
Clinic notes were received by the manufacturer with the supposed x-ray images showing the obvious lead fracture. However, the cd contained CT scans from the year of vns implantation and did not provide any relevant information for the reported lead fracture. The notes dated indicated that the patient's vns was adjusted by decreasing duration. The patient's mother believed that the vns has had significant benefit for seizure control (typically, once every 1-2 months). At the previous visit, the impedance was higher than normal, but within normal limits. At the latest visit's interrogation, the high impedance was observed and was reduced to a lower (but still high) impedance value with adjustments to pulse width and off time duration. There was no change in seizure frequency. It was noted that in the past few years since the patient's previous vns replacement, there was an upward trend of the impedance values. Based on the data provided, the upward trend of impedance values did not occur until recently. The correct cd containing the current x-ray images have not been received by the manufacturer to date.

Event description:
The patient underwent a full vns replacement surgery due to the high impedance. During attempts at product return, it was revealed that the explanted products were discarded by the facility.

Event description:
It was later reported that, despite the previous report that the products were discarded by the facility, the explanted vns generator was available for return. The disposition of the explanted lead is unknown to date. The explanted products have not been received by the manufacturer to date.

Event description:
The explanted generator and lead were received by the manufacturer. Generator product analysis was completed. Various electrical loads were attached to the generator and diagnostic testing demonstrated accurate resistance measurements in all instances. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator. Lead product analysis was completed. The alleged fractured lead was confirmed in the product analysis, or pa, lab. During visual analysis, the marked connector pin quadfilar coil appeared to be broken approximately 2 mm from the end of the connector bifurcation. Scanning electron microscopy, or sem, was performed and identified the area as being mechanically damaged and pitted, preventing the identification of the coil fracture type. The unmarked and marked connector pin quadfilar coils appeared to be broken approximately 25 mm from the end of the connector bifurcation. Sem on the connector end of the unmarked coil break identified evidence of a stress indicated fracture (fatigue appearance) with mechanical damage and pitting on one of the broken coil strands. Sem on the electrode end of the marked coil break identified some of the broken coil strands as being mechanically damaged, preventing identification of the coil fracture type with pitting on two of the broken coil strands. The remaining broken coil strands were identified as having evidence of a stress induced (fatigue appearance) with mechanical damage, residual material, and pitting on one of the broken coil strands. Pitting was observed on both coil surfaces. This provides evidence that stimulation was present for a certain period of time. Setscrew marks were observed on both connector pins, providing evidence of proper mechanical contact and a good electrical connection at one point. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. The abraded openings found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities and abraded openings found on the outer and inner silicone tubes, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. However, a large portion of the lead assembly, including the electrode array, was not returned for analysis and, therefore, evaluation cannot be made as to that portion of the lead.

Event description:
It was reported that the high impedance was observed on the patient's vns. X-rays were performed and showed an obvious lead fracture. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.